Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the mattress was sliding off from the stretcher surface during patient transfers. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress was sliding off from the stretcher surface during patient transfers. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Information provide by the user facility identified that the user facility was using a one person transfer method. This may be attributed to customer preference as the customer was dissatisfied with the movement of the mattress during patient transfers during this transfer method. The user facility was provided instructions on properly securing the mattresses.

Event description:
It was reported that the mattress was sliding off from the stretcher surface during patient transfers. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.